Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead exhibited high impedance and noted myocardial tissue entanglement at the spiral end. The ipl was removed. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analysis indicated that this is not a lead failure. If information is provided in the future, a supplemental report will be issued.